Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: for product not returning h6.